Event description:
Patient came to cath lab with a cold leg. Ultrasound scan in the emergency department showed a total blockage of the right iliac artery. When in the lab, arteries were visualized with an arteriogram and found complete blockage of the whole right leg, starting at his iliac. Procedure started with angiomax (medication) and a peripheral intervention. The physician did access both right femoral artery and left femoral artery. Once the angiogram was complete, md saw there was clot in the iliac vessel and he proceeded to use the thrombectomy system and tpa (medication) to try to extract as much clot as possible. Ultrasound was used on the left iliac to help determine the size of the stent needed to hold the vessel open. A 10x37 stent was deployed. A 9x37 stent was used. A perforation in the iliac was noted. A second 9x37 stent was used at which point the md proceeded to use a covered stent to close off the perforation. The perforation was closed. Echo was called to visualize the area and ensure there were no other issues. The patient continued to deteriorate and patient was intubated and pressors were started. Blood transfusions given. Resuscitation measures continued with no response from patient.I do not believe that the stent failed. Patient is a known vascular patient, which could be there was calcification in his vessels which may have caused the perforation. This is an unknown factor. You cannot blame the stent for the problem without being able to inspect it and that we can't do because it was deployed in the patient. As far as we know the stent did not break, but the vessel most likely had calcification in it and when the stent was deployed it pushed the plaque through the vessel wall. From the images the vessels looked fairly straight forward and were not tortuous. We rarely see issues with these types of cases. We have not had an issue with this stent in the past in a peripheral setting.======================manufacturer response for 9x37 express biliary, express biliary stent (per site reporter).======================the manufacturer representative was notified. He will notify his company and send a replacement product. The rep verbalized concern about the patient and problem.